Event description:
The customer reported that on (B)(6) 2025 between 1:53 pm and 2:19 pm at room 4 the epm 12m patient monitor (serial number (B)(6) did not generate an alarm when the o2 sat dropped below 80. No patient injury was reported.

Manufacturer narrative:
A mindray field service representative tested the epm 12m serial member (B)(6), and the unit performed per specification. Using a simulator, the unit generated the expected alarm when spo2 dropped below 80. System logs were collected for further analysis. Under investigation.

Manufacturer narrative:
A comprehensive review of device logs confirmed that the epm 12m was not in monitoring mode between 1:53 pm and 2:19 pm on (B)(6) 2025; therefore, no patient monitoring data is available for this interval. Subsequent examination of the patient data stored on the device identified six historical patient records for (B)(6) 2025, corresponding to the following time periods: 07:26-07:49, 07:57-08:17, 08:27-08:47, 09:02-09:21, 09:30-09:51, and 10:02-10:17. For each of these periods, blood oxygen saturation (spo2) levels were reviewed sequentially. No instances were identified in which spo2 values fell below 80. This assessment supports the conclusion that the device is functioning as intended, with no evidence of ongoing malfunction during the period reviewed. The epm 12m patient monitor performed per specifications.

Event description:
The customer reported that on (B)(6) 2025 between 1:53 pm and 2:19 pm in room 4 the epm 12m patient monitor (serial number: (B)(6)) did not alarm at the bedside or central station when the o2 sat dropped below 80. No patient injury was reported.